Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11442r09, implanted: (B)(6) 2003. Product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd:31-dec-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient receiving fentanyl (600 mcg/ml at 140.12 mcg/day), bupivacaine (30 mg/ml at 7.006 mg/day), and sufentanil (60 mcg/ml at 14.012 mcg/day) via an implanted pump. The patient¿s medical history included crps ii (chronic regional pain syndrome ii). The indication for pump use was complex regional pain syndrome, lumbar radiculopathy, and non-malignant pain. On (B)(6) 2020 the patient was calling because she was upset because her pump replacement due to normal battery depletion had been moved from april to may (next week) but it was canceled today due to needing a pump to be allocated to her closer to her pump¿s eos (end of service) date which wasn¿t until october 2020, so now there was not any surgery scheduled. Per the patient, nothaving the pump replaced in april, then moving it to may, and now having it cancelled has caused her anxiety and stress and she could tell the pump was not working as it should and it was slowing down. She stated that she knew this because she was having to control her pain by taking her oral pain breakthrough medication (vico profen) which she would only take once in a while and now she was taking it daily to control her pain. The patient called again on (B)(6) 2020 and stated that they kept rescheduling her pump replacement surgery 4 times. Two times due to covid and then because of not being able to get a pump and telling her she needed to wait until eri (elective replacement indicator). She stated that she had been trying to get her pump replaced since february. She stated that she did not want to wait until eos and did not want to take oral meds. She stated they called her and canceled again. She was upset that she took time off work and ¿spent money on pre-op and stuff¿. Now she was being told she had to wait until september. She repeated that she knew the pump was slowing down because she was starting to get withdrawal symptoms and she had already asked her hcp to bump it up trying to control it. Additional information was received on (B)(6) 2020 from an hcp via a company representative who reported that during the pump replacement procedure on (B)(6) 2020 the pump connector showed signs of age and wear; it appeared to be worn and falling apart, so it was replaced with a sutureless connector. There were no environmental, external, or patient factors that may have led or contributed to the issue. The iss ue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# j11442r09, implanted: (B)(6) 2003, explanted: product type catheter h3: analysis identified that the suture ring on the catheter connector was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.